Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned implant identified signs of use; bone debris was present on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured by using caliper. Functional testing could not be performed due to the nature of the device and event. A pre-existing condition noted on the per form was smoker. The bone density was unknown. The reported device was located on tooth location # 27 (fdi) and was used for approximately 5 years and 7 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'precautions.' As per applicable IFU, poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systematic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. DHR review: DHR review was completed for the subject lot number 63464718. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 63464718 for similar events and no other complaint was identified. Review completed utilizing keywords: 'medical : other' post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k#: premarket identification k101880.

Event description:
Doctor reported infection and osteomyelitis at tooth site 27. Doctor also indicated delayed healing. Patient is smoker.